Event description:
A 4f arrow berman angiographic balloon catheter was opened by the physician. When he tested the balloon prior to placing it into the patient he noticed that the balloon did not equally inflate. The decision was made not to use the catheter and another balloon catheter was opened. Arrow berman angiographic balloon catheter, item reference # ai 07134, lot# 16f14c0008, use by 2015-08.